Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple signs of wear. 2 cm and 2.5 cm distal to the df-1 connector pin, the insulation was broken. Furthermore, 7 cm and 8 cm distal to the is-1 connector pin, the insulation was broken. The observed damages were consistent with the complaint description. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as a result of interaction with the generator housing. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 109 months after implantation, this lead was explanted during a device exchange, as suspected insulation damage was noted. The physician assumed a cut from the preparation of the lead. No adverse patient side effects have been reported.